Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 35mm amplatzer pfo occluder was selected for implant. The device was deployed but not released with it looked too large. The device was removed and replaced with a 30mm amplatzer cribriform occluder. During deployment of the 30mm amplatzer cribriform occluder appeared in a bulbus deformation. The devices was removed and replaced with a 25mm amplatzer cribriform occluder. There were no patient consequences.

Manufacturer narrative:
Additional information: h6, h10. The reported event of device deformity upon depolyment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.